Event description:
The lay user/reporter called lifescan (lfs) in 05 and alleged that the patient's meter was set to the wrong unit of measurement. The patient stated that she does not know how long her meter was set incorrectly. Ten days earlier, the patient tested at 10:21 a.m. And obtained a result of 112 mg/dl (interpreted as 11.2 mmol/l). She then tested at 12:09 p.m. And obtained a result of 276 mg/dl (interpreted as 27.6 mmol/l) and at 12:13 p.m. She obtained a result of 250 mg/dl (interpreted as 25.0 mmol/l). Because the patient was interpreting these results as mmol/l, when converted they would be 202 mg/dl, 497 mg/dl, and 450 mg/dl. She did not change her diabetes regimen; she took her metformin in the morning as usual. She began to feel symptoms of dizziness, shaking, and a headache at approximately 11:00 a.m. She fell down when feeling dizzy and broke her big toe. She contacted the paramedics and they obtained a result of 20.0 mmol/l on their meter. On the hospital meter, 15 minutes later, her blood glucose result was 10.5 mmol/l. She did not receive any diabetes treatment; she was kept in the hospital to monitor a foot ulcer that she had due to recent hip replacement surgery and her broken toe. The patient does not recall entering the set up mode. A replacement meter has been sent.